Event description:
Hospital advised that the pump alarmed and displayed "channel error. A review of the error log determined that the error code 242.4030 indicated there was a motor stall.the alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. There was no patient consequence.